Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed back pain from wearing the lifevest. The patient reported that when sitting or lying down for periods of time while wearing the lifevest, he experienced pain from the therapy electrodes pressing into his back. The patient reported slight indentations from the lifevest pressing into his skin. The patient's physician provided the patient with an unknown pain medication to address the reported issue. The patient reported he continued to wear the lifevest. Follow up attempts were unsuccessful, and the outcome of the patient's back pain is unknown. There is no indication that a device malfunction caused or contributed to the reported back pain and skin indentations.